Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer had high blood glucose and the insulin pump also received motor error. The customer¿s blood glucose level was 409 mg/dl. It was reported that they had motor error alarm. Customer reported that the drive support cap appears was normal. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.